Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited over sensed noise. During procedure, when the pocket was opened, insulation breach was noted on left ventricular (lv) lead. Both leads were explanted and replaced with new leads. Patient condition was stable.